Manufacturer narrative:
Concomitant medical products: product ID: a610, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that reports from interrogating the ins were not viewable. The cause was unknown. Three different tablets interrogated the same ins with the same results. It was said that they interrogated the ins without running impedance checks and only then was the report viewable. The issue wasn¿t resolved. They checked the patient¿s ins at the request of their managing neurologist after they used two different tablet programmers to interrogate the ins. Since both tablets displayed an error message and wouldn¿t display the report they were asked to try with the rep¿s tablet. That tablet did the same thing when they took an impedance measurement but was viewable when they re-interrogated and didn¿t check impedances. A pdf of the second interrogation was attached as the first wouldn¿t download. Additional information was received from the rep stating that the patient¿s replacement surgery was scheduled for (B)(6) 2020. Additional information was received: it was reported that the cause of the interrogation issues was unknown. The cause for the patient¿s replacement is due to normal battery depletion. Additional information was received from the manufacturing representative (rep) stating the patient had a routine replacement of their right generator. It was interrogated with the tablet without any issues and an impedance test was performed successfully. However, the "reports" from interrogating the ipg were not viewable. System error 0x688aa9d1 was reported. After the new ipg was implanted, it was interrogated without an issue, impedance tests were run, and intra-op reports were viewable as normal. The session report after the replacement showed 37.2k ohms on contact 1, high on contact on 1 <(>&<)>3, 39.5k ohms on 1<(>&<)>2, and 37.2k ohms on contact 0<(>&<)>1.

Manufacturer narrative:
Additional review indicates information about the high impedance was already reported in manufacturer¿s report #3004209178-2020-01830 and #3007566237-2020-00131. Any additional information regarding the event will be submitted as a supplemental submission to those reports. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.